Event description:
It was reported that during analyzer session, lots of noise on a channel after swapping the ports v to a. It was suggested that since one channel is grounded, it could have introduced the noise. A new cable with adaptor was used with the same issue. No patient complications were reported as a result of this event.

Event description:
It was reported that during an analyzer session, there was lots of noise on the atrial channel after changing the cable from the ventricular to the atrial port. It was suggested that since one channel is grounded, it could have introduced the noise. A new cable with adaptor was used, with the same issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported noise on the atrial channel. The analyzer passed all functional testing and operated as intended. It was observed that connector pins were broken, but these visual anomalies do not have an effect on the operation of the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.